Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with the product and rupture.

Event description:
Patient reported concern with the product and rupture. Affected side is left. The device remains implanted.

Event description:
Patient reported concern with the product and rupture on the left side. The device remains implanted.